Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug via an implantable pump for non-malignant pain. It was reported that the patient (pt) is in the "ICU because the pain pump is overdosing". Caller mentioned they sent the pt to the hospital yesterday but no one in the hospital knows about the pump. Caller mentioned the hospital had "been giving him narcan but the pump has been going". When asked about managing hcp, caller was unable to confirm. Agent reviewed hcp role with caller and redirected them to the managing hcp and advised pt to have the hospital call.